Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. Results: the broken humeral body inserter/extractor knob was not returned. DHR review; lot number pm0281 did not match any existing manufacturing records currently on record. Therefore, the manufacturing record could not be located and reviewed for this complaint at this time. If any additional information regarding the lot number is received, the manufacturing record will be reviewed at a later date complaints history; review of complaint records in trackwise during the last 5 years found 4 humeral body inserter/ extractor knob complaint records. During that period of time, there have been approximately 2587 rss surgeries reported. This represents a complaint rate of (B)(4). Conclusion: the root cause could not be determined based upon the available information provided. Manufacturing records show no evidence of anomalies that could have caused or contributed to the event. The potential cause for breakage of the ins-0960-094-01 humeral body inserter/ extractor knob may be due to the knob either not being tightened sufficiently, or loosening from the vibration of striking the instrument resulting in breakage.

Event description:
Report 1 of 2: other mfg report number: 1651501-2017-00026. It was reported that the piece broke during implantation of the final stem with the reverse body inside humerus. It was not possible to remove the threaded part joining the final parts. No patient injury reported and the event lead to 1 hour surgical delay. Additional information has been requested.